Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown ras shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the ras shell was revised due to persistent and worsening left acetabular protrusion with column defect. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the device identification, return of the device, lot details, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per pss implant request: persistent and worsening left acetabular protrusio with column defect. Left tha in 1990's, revised in 2009. Presented 2023 with femoral component fracture and acetabular protrusion. Revised to restoration modular and ras cup (B)(6) 2023. Resultant column defect and recurrent acetabular failure.